Manufacturer narrative:
On 6/8/2018 - we have requested the device be returned to the manufacturer. To date we have not received the device. On 6/18/2018 - the device has been returned to the manufacturer. Below is the manufacturers narrative. Visual inspection: without a full understanding or analysis of the use site, there are misuse signs from returned sample. A copy of the ib is included and the points discussed highlighted. We state is the instruction booklet (ib) that the heating pad is to be "draped" over the part of the body to be treated. There is to be no outside pressure. Heating pad temperatures are significant enough that sensitive skin can become compromised. Because people react differently to heat, we advise in the ib to check skin frequently to prevent burns. This is also why we recommend a 30 minute maximum use time and to check pad often for signs over overheating. At 30 minutes, the heating pad's maximum temperature is 55.3 c on pvc enclosure.

Event description:
On (B)(6) 2018 - the consumer claims to have suffered 2nd degree burn while in use of the product. The consumer was hospitalized.